Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that this temporary external pacemaker lead was implanted fourteen months past its sterility date. The lead has been removed. No patient complications have been reported as a result of this event.